Event description:
It was reported that prior to a port placement procedure via the right internal jugular vein, the port allegedly had a blockage. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port isp MRI implantable port kit was received for evaluation. Gross, microscopic, visual and functional testing were performed. Three electronic photos were provided for review. Upon functional testing, an in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration. Therefore, the investigation is inconclusive for the reported obstruction of flow issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in right internal jugular vein, the port allegedly had a blockage. The procedure was completed using another device. There was no patient contact.